Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a bradycardia and cardiac arrest occurred. The procedure was cancelled. During a polarx cryo ablation procedure to treat atrial fibrillation (a fib) pulmonary vein isolation ablation, a versacross access solution kit was selected for use. The patient was under general anesthesia. The physician gained access to perform the transseptal puncture twice. After the transseptal puncture, the patient became hypotensive and bradycardic. Patient then went into full cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed for about twenty minutes and an additional device was implanted to assist left ventricular (lv). The patient returned to baseline. The procedure was cancelled and patient was taken to the intensive care. The device is not expected to be returned for analysis. It was further confirmed that the incident happened just a few minutes after the second transseptal. There was no air embolism on any of the technology witnessed. There was no definitive st elevation appreciated at time of incident but afterwards elevation noted on inferior leads. Ice was in place and there was not an effusion. The physician always performs two transseptal punctures for atrial fibrillation (a fib) procedure. It is part of his workflow. The transseptal puncture went without issue. There was no malfunction of the wire, dilator or sheath.